Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted revision - sleeve to bypass surgical procedure, the medium-large clip applier instrument had a clip application failure, and the clip could not be closed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel. The specific issue experienced was an unsuccessful clip application. The type of clips used with the clip applier instrument were wreck hem-o-lock. The surgeon used medium-large clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use, and manual closure was not possible. The incident occurred during the first clip application. The issue was resolved by using a backup clip applier with the same type of hem-o-locks, which worked as intended.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grips, causing misalignment of the grip-tips. There was a 1.7 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.